Event description:
It was reported that customer experienced a frozen screen display after battery change. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm or blank display or frozen display was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.